Event description:
The customer reported that when he was undertaking a bilateral mtp fusion, he put the plate on plus the locking guide and the anchorage screw did not engage with the plate, but went right through, almost as if the head of the screw was too small. The surgeon further reported that he was happy that the structure was solid and left the screw in place. The surgeon reported that a similar event was reported last week.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported event that anchorage plate had a screw through the plate during surgery could not be confirmed, since the device was not returned for evaluation. The root cause of this positioning issue has been identified as a design issue. This problem has been identified during nc 565281 and is addressed by CAPA (B)(4). A new design will be implemented as soon as validated. As no plate has been discarded and this surgery has been completed successfully with the plate, no credit note will be provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. If any further information is provided, the investigation report will be updated.

Event description:
The customer reported that when he was undertaking a bilateral mtp fusion, he put the plate on plus the locking guide and the anchorage screw did not engage with the plate, but went right through, almost as if the head of the screw was too small. The surgeon further reported that he was happy that the structure was solid and left the screw in place. The surgeon reported that a similar event was reported last week.